Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leakage from a split septum cap when it was flushed with saline. The cap was changed and no harm was reported.